Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay0949 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported unable to flush both lumens post tpa. Cxr completed and confirmed a kink in PICC in arm. PICC repositioned back 2 cm and functional. No other information was provided.